Manufacturer narrative:
This report is being filed on an international product, list 06c37, that has a similar product distributed in the us, list 01l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) results were generated for two patients that tested (B)(6) in previous years using the siemens anti-hcv method. Patient 1: sample ID: (B)(6), male. (B)(6) in 2014 using siemens method. Architect anti-hcv results were (B)(6) on (B)(6) 2018 for two different samples. Patient 2: sample ID: (B)(6), female. (B)(6) in 2012 using siemens method. Architect anti-hcv results were (B)(6) on (B)(6) 2018. No additional anti-hcv testing was performed for either patient to confirm the results. The customer is unsure which results are correct. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A retained kit of architect anti-hcv reagent, list number 6c37-37, lot number 80072li00 (which contains the same bulk reagents as lot 80071li00) was tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. Two sensitivity panels and additional replicates of the positive control were tested. The sensitivity panels and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results provided by the panel manufacturer. Reagent lot 80072li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on the available information, no product deficiency was identified with architect anti-hcv reagent lot number 80071li00.